Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that before surgery, an ophthalmic irrigation/aspiration tip was twisted upon opening of the primary package. Details of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Correction provided in g.3. Correction g.3: supplemental medical device report (smdr) # 02 is being filed to correct the g.3 date on the initial/supplemental report, filed earlier. Incorrect date of 23/10/2024 is being corrected to 19/11/2024. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of corrected product information g.9. Manufacturer report number corrected and reported under MDR# (B)(4) for mfg site 1644019-2024-03039. The manufacturer internal reference number is: (B)(4).